Event description:
It was reported that bleeding occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced bleeding at the senor insertion site which occurred the day the sensor had been inserted in the arm. The patient mentioned the bleeding lasted for under 30 seconds, but later states she received an unspecified IV medication to help stop the bleeding. No other details were documented, and multiple attempts to contact the reporter were unsuccessful. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.